Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a other (unusual issue) issue. It was reported that the pump kept alarming off and on. The user then hit the ok button without looking at alarm and suspected that the battery was getting low. When the user woke up in the morning, they noticed a crack in the pump¿s battery and that the pump had no power. The user was unable to view the alarm history and see what type of alarm was received previously. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box showed a confirmed empty cartridge alarm, a pump not primed warning, a replace battery alarm, and then insulin deliveries were resumed. The black box showed the pump was in use past the date of the reported issue. No issues were duplicated during investigation.